Event description:
Sales rep reported revision surgery. Patient has been revised to address cup loosening, elevated metal ion levels, and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/06/2014 - medical records received. Patient revised to address metallosis and bursal formation. Upon revision, cystic erosion in the acetabulum, 500 ml of serous fluid, gray-stained synovial tissue and grayish material. The information received does not change the MDR decision. This complaint was updated on: 05/29/2014.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Update rec'd 11/20/14 - plaintiff's preliminary disclosure form was received, which identified part/lot and doi. The adapter sleeve and femoral stem are now being added to the complaint.

Event description:
Update rec'd 02/23/2015 - litigation papers received. Litigation alleges pain. Bursitis, metallosis, and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: 02/26/2015.